Event description:
It was reported that the patient could not get the patient programmer to read and the patient programmer was showing a black filled triangle with exclamation point that continued to blink. It was also reported that the patient accidentally turned the device off. The patient turned the device back on and the ¿flashing triangle¿ disappeared.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v475905, implanted: (B)(6) 2010, product type lead; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010; product type extension; product ID 3389s-40, lot# v475905, implanted: (B)(6) 2010, product type lead; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).